Manufacturer narrative:
The suspect device was returned to olympus and evaluated. A visual inspection was performed on the device as received by olympus; observed minor stains on the outside top cover. The condition of the scope socket was inspected as the customer stated they "sprayed a bunch of flammable dust cleaner into the socket." The first row of the bottom contact pins of the clv-190's scope socket appeared normal. The second bottom row contact pins were also examined and the pins appeared clean. Some corrosion was identified on the bottom of the chassis as well as minor corrosion located near the front of the chassis. The evaluator was unable to identify any signs of burnt marks while observing the scope socket. The turret was noted intact and the electrodes appeared to meet olympus standards. The knobs were loosened on heat sinks (a) and (b) by turning the knobs counterclockwise and removed the heat sinks that hold the examination lamp. The evaluator verified that the customer was using an olympus maj-1817 xenon lamp which is olympus recommended. The condition of the lens of the olympus maj-1817 xenon lamp met olympus standards. The spare lamp was inspected and it also appeared to meet olympus standards with no signs of discrepancies. A test gif-h190 endoscope and a test cv-190 processor were used; the scope connector was inserted into the scope socket of the customer's clv-190 and was engaged with a click indicating the test gif-h190 endoscope was secured properly. A test maj-1430 video scope cable was attached to the test gif-h190 endoscope and the video connector was inserted into the video connector socket of the test cv-190. The power switch was pressed and the customer's clv-190 powered on with no problems noted. The evaluator did not identify any burnt odors coming from the device. The evaluator confirmed that an image was produced that met olympus standards and the front panel functions were operating as intended. The lamp life of the device was noted at 50 hours, as displayed on the front panel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that in order to resolve communication errors, the end user sprayed flammable dust cleaner into the socket of the olympus, model clv-190, evis exera iii xenon light source. Upon connecting the scope and powering on the unit, a flame was emitted from the unit. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unit catching fire could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.